Manufacturer narrative:
The complaint of catheter breakage is confirmed, user related. The complaint sample returned is complete, the characteristics of the damage found on the returned tubing is consistent with a tensile break. The user indicates "when the catheter was pulled out, the nurse didn't noticed that the tip of it was missing." The break in the catheter is located between the 12 and 13 cm depth markers. It can be assumed a moderate amount of tension had been applied to the catheter during removal. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. It is that possible a venous spasm occurred during removal. This is a complication related to mechanical irritation of the vessel wall. The venous spasm may have been intense, especially during removal of the catheter, when local irritation to the vessel wall is most pronounced. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of reuf0028 showed no other similar product complaint(s) from this lot number.

Event description:
It is reported that on september 14th when the catheter was pulled out, the nurse didn't noticed that the tip of it was missing. When they intend to culture it, someone found that the tip part beyond 13.8 cm was left in the body of the pt. After radiology check they found the tip was in the pt. With ir's help, the tip was captured successfully.